Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 36.3 mm in diameter abdominal aortic aneurysm. There was diffuse calcium that covered 2 percent of the circumference of the seal zone. It was reported that, approximately one year and ten months post index procedure, a CT revealed that the stent graft had thrombosis and occlusion. The physician elected to perform balloon angioplasty and the event was resolved. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation results are: the cause of the stent graft occlusion could not be determined from the films provided. Films several days post-implant did not show any thrombus. However, images returned 19 months post-implant showed a slight amount of thrombus within the proximal and distal portion of the limb, as well as just distal to the limb. The aortic flow lumen diameter just below the level of the sma measured ~17 x 18mm, just below the left renal was 18mm, and the proximal stent graft od measured 18 ¿ 19mm. Films at 22 months which reported the occluded stent graft, as well as films during the intervention, were not available for review. It is possible that implanting within the small anatomy may have contributed to the occlusion. Pre-implant films and angio¿s at implant were not available for review, and the blood flow dynamics could not be assessed from the CT¿s provided. The occlusion may also have been caused by a patient condition: poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.